Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s sleep activity mode within the control iq settings ¿randomly¿ turned on without customer interaction. There was no reported impact to customer's blood glucose. Reportedly, customer will continue to use pump for insulin therapy.